Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system had a footswitch problem during a cataract surgery. The surgeon left some cortex in the eye which required an additional surgery to remove. Additional information has been requested but none has been received.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the patient reported a problem with the footswitch stopped working during the case. It was switched with another footswitch. The same thing occurred. A small piece of cortex was left in the eye and had to be removed later, the next day. The footswitch is now hung on the machine between every case. The company representative explained how to plug in the foot pedal (to charge) in between cases.¿ operating room (or) staff did not know how to plug the foot pedal in. The patient was awake and sent a letter of complaint to the hospital president.¿ additional information was requested but was not obtained. The system operator¿s manual contains instructions for proper prime and setup. The information about the specific use of the footswitch states: ¿when out of use, the wireless footswitch hangs on the back of the system. If used wirelessly, its internal lithium ion battery is charged inductively through the rear panel. If wired to the system, and system power is turned on, the footswitch battery is charged through the cable. There is no evidence that the design or manufacturing of the system contributed to the reported event.¿ the company representative explained how to plug in the foot pedal (to charge) in between cases.¿ with no additional, related information provided, the customers reported event was not able to be confirmed. (B)(4).